Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that sometime the button was hard to pressed. Customer received no delivery alarm when changing out the set. Customer was in hospital in september for breathing not diabetes related and had a heart blockage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.